Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile, 325cc saline experienced left-sided deflation postoperative. The mammogram examination confirmed the issue. As a result, patient underwent bilateral replacements with cat#:3501659 on (B)(6) 2022.

Manufacturer narrative:
Devices image evaluation completed on june 17 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted manufacturer¿s reference number: (B)(4).